Event description:
The physician reports that a patient underwent surgery on (B)(6) 2010 with implantation of the crystalens hd in the right eye. Postoperatively, the patient experienced problems with vision distortion, diplopia, and night vision. The patient's preoperative bcva was 20/15, mr plano -0.75 x 175 and postoperative bcva is 20/20 with mr -0.75 -0.75 x 10. The relationship between the patient's complaint and the crystanlens is unknown.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The iol remains implanted, therefore it is not available for return.